Event description:
Additional information received reported that the patient was still having concerns regarding the device or therapy but was working with the doctor or the manufacturer's representative. It was noted that there was an appointment date of 2014-(B)(6).

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the pump kept "popping forward" and pulling and tearing and hurting the patient. The patient stated they did not have a waist line. The hcp had to re-implant the pump to another position where it wouldn't keep popping out.

Event description:
It was reported that the patient had the pump implanted in her side and she is very "short-waisted". It was noted that the pump was big, uncomfortable, and driving her "bonkers" because "it doesn't give" and made it difficult for the patient to bend over. The patient reported that the pump's "horn" or catheter access port (cap) was tearing her skin and flesh and it was so tender. The pump site was reportedly purple. It was noted that when the patient's pants waistline is a bit lower, it pushes the pump outwards and the patient tries to push it back in. It was noted that the patient had had these problems since implant. It was noted that her first pump was lower and she did not have these problems with it. The patient reportedly was to have an appointment with the implanting physician the next day and was interested in smaller pump models. The pump was used to deliver morphine and bupivacaine. It was later reported that the patient was experiencing pain at the pocket site due to inadequate placement at implant. It was noted that a pump pocket revision would be conducted on 2014-(B)(6) to correct the issue. Additional information was requested, but was not available at the time of report.